Event description:
As reported by end user hospital, a 4f valved PICC device was removed from a patient because it "fractured right below the hub." The PICC was replaced, and there were no complications to the patient. The used catheter will be returned to navilyst medical for evaluation.

Manufacturer narrative:
The end user hospital has indicated that the device involved in the reported incident will be returned to navilyst medical for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).